Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr hip resurfacing system; asr xl acetabular system, reason(s) for revision: component loosening (head) and pain. Products remain: 999805360 asr acetabular implant 60 1945512 999890153 depuy asr xl fem imp size 53 1180689 999800105 asr xl tap slv adap 12/14+5 2427743 plus a competitor stem. Cup remained in situ - right side hip. This is the 1st revision of 2. Please see (B)(4) for 2nd revision. Replacement of the asr. Necrosis of head femur. Update received: 20th february 2014 - clarified details of duplicate dint, added any extra attachments and information: patient age, sex and date of birth and hospital: from duplicate dint, added (B)(6) reference number, cross referenced and marked as legal. (B)(6).

Event description:
Asr revision: asr hip resurfacing system; asr xl acetabular system. Reason(s) for revision: component loosening (head) and pain.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.